Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Event description:
The customer reported to olympus, the gastrointestinal videoscope forceps channel experiences clogging recurrence or absence. The issue was found during reprocessing for a diagnostic esophageal procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: the forceps channel was blocked, the nozzle had foreign objects, the bending section cover had foreign objects, the connecting tube had foreign objects, due to clogging of the nozzle the water removal ability did not meet the standard value, the adhesive on the bending section cover rubber had a chip, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the adhesive around the objective lens was peeled, the adhesive around the light guide lens was peeled, the plastic distal end cover had a scratch, the connecting tube had a dent, the connecting tube had a scratch, the objective lens had a scratch, the image guide protector had a scratch, the forceps channel port was shaved, the scope connector cover unit had a scratch, the paint on the suction cylinder was peeled, the paint on the air/water cylinder was peeled, the lock engagement lever and knob both had a scratch, the right/left and up/down knobs both had a scratch, the switch box had a scratch, the suction cover had a scratch, the scope connector had a scratch, the universal cord had a scratch, the grip had a scratch, and the control unit had discoloration and a scratch. The customer cleaned, disinfected, and sterilized the device and flushed the air/water nozzle with air/water and detergent, wiped/brushed the air/water nozzle with a lint free cloth, brush or sponge with no abnormalities observed. The customer stated the foreign material is drugs used to treat esophageal eis agent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.